Manufacturer narrative:
Cylinder had or damage. Cylinder performed within specifications.

Event description:
Additional received on 1/20/97 indicates the device was removed from the patient on 1/16/97 due to patient dissatisfaction--device non-functioning/peyronies disease at site of inflation. Another device was implanted.